Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The tenaculum forceps was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci assisted myomectomy procedure, the wires of the tenaculum forceps were sticking out at tip of instrument. The procedure was completed and there was no patient injury.